Event description:
The customer stated that the insulin pump screen kept going blank. The customer removed the insulin pump and hasn't worn it since. The customer agreed to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.